Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; visual analysis revealed grommet damage.

Event description:
It was reported, during an implant procedure, there was oversensing of noise when they connected the device. The lead checked ok with the analyzer, but the oversensing occurred again when the device was reconnected. The device was not implanted. No patient complications have been reported as a result of this event.